Event description:
Per the clinic, the rechargeable battery became hot while in the battery charger, and could not be removed. There were no reports of patient injury. Product was removed from service and requested to be returned to the manufacturer for analysis.

Manufacturer narrative:
(B)(4). A cover letter was provided to the agency regarding this event.

Manufacturer narrative:
The battery is not available for analysis. This report is filed (B)(4) 2013.